Event description:
During an incident in 2002 involving a pt in cardiac arrest, this defibrillator stopped working and prompted "low battery" with 2 different batteries. They could not shock the pt. CPR was continued and the pt was transported to a hosp. Initially, the pt had difficulty breathing from having climbed to the 4th floor. She was reluctant to go to the hosp claiming she just had a cold. During a phone telemetry report, the pt was convinced to go to a hosp. The pt went into cardiac arrest enroute. The defibrillator was used and during charge to shock, it prompted "low battery". One reporter stated. Self check shows machine in working condition; the machine seems fine until shock indicated-batteries unable to charge machine.